Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a one-link connector was occluded. The patient had a two-lumen catheter placed through an existing introducer. The facility attempted to run a y-site of vaso and heparin through one of the new lumens. There was a one-link connector attached to the line. The unknown pump alarmed for a downstream occlusion. The user flushed the line through the one-link connector 10cc of normal saline without issue. When the line was reattached to the y-site, the downstream occlusion reoccurred. The one-link device was removed and the infusion continued without incident. There was no patient injury, medical intervention or adverse event associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up MDR will be submitted.